Manufacturer narrative:
Model number/catalog number 72404130. Batch/lot number 1100303474. Model/catalog description belt cuff fgs 4.0 cm iz. Unique identifier (UDI) # (B)(4). Model number/catalog number 72400024. .batch/lot number 1100260745. Model/catalog description balloon fgs 61-70 cm. Unique identifier (UDI) # (B)(4). The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. There was no report of a device performance allegation. The reported infection is acknowledged within the dfu and is not related to off-label use or failure to follow instructions. The reported patient symptom of infection is a known risk associated with this device type and indicated as such in the instructions for use. A risk review was completed, and infection related symptoms are defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Based on a thorough review of the information, an investigation conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that the patient with an artificial urinary sphincter (aus) experienced an infection in the testicular area. A surgical procedure was performed to remove the aus. The physician does not believe the device caused or contributed to the infection. The infection was treated with antibiotics. No further patient complications were reported.